Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("abdominal pain "). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, left salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: removal procedure: laparoscopy with right salpingo-oophorectomy. The right and left ovaries and tubes appeared to be normal. The patient desired removal of the right ovary due to chronic right lower quadrant pain and this was carried out using a harmonic scalpel. Then the area of dissection on the right side of the uterus which had been bleeding slightly was coagulated again using the harmonic scalpel. The patient tolerated the procedure well and was taken in excellent condition to the recovery room . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-mar-2020: reporters, date of birth, and events perforation (fallopian tube), abnormal bleeding, pelvic pain and abdominal pain added. Start date and stop date of essure updated. Event injury deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / migration of essure device location of device: perforation of fallopian') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from (B)(6) 2008 and depo provera from (B)(6) 2008. Concurrent conditions included blood pressure high since 2013. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube cyst ("reproductive system disorder or condition type of disorder or condition : ovarian and fallopian tube cysts") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition : ovarian and fallopian tube cysts"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia") and menorrhagia ("abnormal bleeding vaginal, menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding general") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, left salpingectomy and cystoscopy,oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, fallopian tube cyst and ovarian cyst outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, fallopian tube cyst, fallopian tube perforation, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal procedure: laparoscopy with right salpingo oophorectomy. The right and left ovaries and tubes appeared to be normal. The patient desired removal of the right ovary due to chronic right lower quadrant pain and this was carried out using a harmonic scalpel. Then the area of dissection on the right side of the uterus which had been bleeding slightly was coagulated again using the harmonic scalpel. The patient tolerated the procedure well and was taken in excellent condition to the recovery room . Removal date discrepancy noted 05jul2011, 11aug2014. Unilateral salpingo oopherectomy. Right side, hysterectomy with unilateral salpingectomy left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jun-2020: fup 3 and fup 4 processed together. Fup 4 - plaintiff fact sheet received : patient demographic information, event abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition ovarian and fallopian tube cysts. Onset date of the events, event outcome, patient concomitant condition , historical drugs added. Fup 3 - quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report